Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the leg bag would not inflate.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be "wrong tubing dimensions". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Put straps through holes and around leg. 2. Positon bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. 4. To empty dispoz-a-bag leg bag, remove cap at bottom. Important: hold green connector firmly while removing cap." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the leg bags would not inflate. Per follow up via phone on 10nov2021, stated that the customer was not aware of any leg bags that would not inflate and had not been using the leg bags.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as per additional information received the alleged device is not sold by bd. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the leg bags would not inflate. Per follow up via phone on 10nov2021, stated that the customer was not aware of any leg bags that would not inflate and had not been using the leg bags.